Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported flow rate under-infuse. The device was tested at 200ml/hr with a volume to be infused (vtbi) of 50ml which yielded failing results (45.399ml / -9.202%). The device was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test low. There was no patient involvement. No additional information is available.